Event description:
It was alleged that following shoulder surgery, the infusion pump began delivering additional medication prior to the 30 minute lock out time ended. The pump was immediately turned off and removed from the patient. The patient did not report any adverse symptoms associated with this event and received no additional treatment as a result of this event.

Manufacturer narrative:
The pump was not returned to the manufacturer for investigation. The alleged over infusion was unable to be confirmed. The patient instructions for use states "know that you can hear your pump cycle as it gradually dispenses medication. If your doctor set the pump to dispense extra doses, it is normal to hear it cycle more rapidly for several minutes after pressing the extra pain relief button."